Manufacturer narrative:
Additional information received on october 5, 2021 indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 19, 2021 stated that date of explantation updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 1, 2021 stated that the patient underwent bilateral removal without replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 22 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 10, 2022 indicated that the patient also underwent bilateral capsulectomies, and bilateral mastopexies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with a mentor memory gel, 600cc silicone prosthesis experienced infections, tightness in the chest ,her doctor thinks it's implants that are causing shortness of breath, and tightness, muscle pain, her right breast developed cellulitis, auto immune issues for a couple of months, redness in right breast, post procedure. The patient was hospitalized twice, has seen infectious disease doctor, and patient was on heavy duty antibiotics for 6-8 weeks. Patient has consulted with a physician; the diagnosis has not been reported to mentor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis.